Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that the patient had an intrathecal baclofen (itb) pump. There was a volume discrepancy at the last two refills and they were getting twice as much drug out of the pump than expected. The patient¿s spasticity had changed. The hcp worked the patient up as related to the pump and there was no issue (roller study and dye study negative). The hcp was wondering if there was an interaction between deep brain stimulation (dbs) and itb therapies. There were no further complications reported.